Manufacturer narrative:
Eua (B)(4). Medical device expiration date unknown..a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Three confirmatory pcr tests were performed, and the results were all negative. There was no patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer reported a false positive result with 3 negative pcr tests. (B)(6) 2022 16:27:31 (gmt) what test result did the device give? False positive. What result was expected or considered "true"? Positive. Were the results reported to clinicians? Her doctor. Was this a test performed on someone else? If so whom? The mother performed on child. Was anyone given medical treatment as a result of the alleged erroneous results? No what was the medical treatment provided? None. Did they experience any adverse effects (ex: pain, skin reaction, etc.)? None. False positive with 3 negative pcr test-doctor said it wouldn't make sense for the pcr not to have picked it up if she was truly positive. Troubleshooting steps: "time line (B)(6) 2022 @ 830am (bd test) positive. (B)(6) 2022 @ 930am (pcr) negative. On (B)(6) 2022 (pcr) negative. (B)(6) 2022 (pcr) negative".

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿false positive.¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. App read the results as positive even though it was clearly negative. Customer stated that they tested positive by using the bd veritor at home covid-19 test and subsequent 3 pcr test was performed and it was negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, a false positive result was obtained. Three confirmatory pcr tests were performed, and the results were all negative. There was no patient impact. Eua(B)(4) the following information was provided by the initial reporter: customer reported a false positive result with 3 negative pcr tests. (B)(6) : on (B)(6), 2022 16:27:31 (gmt) what test result did the device give? False positive what result was expected or considered "true"? Positive were the results reported to clinicians? Her doctor was this a test performed on someone else? If so whom? The mother performed on child was anyone given medical treatment as a result of the alleged erroneous results? No what was the medical treatment provided? None did they experience any adverse effects (ex: pain, skin reaction, etc.)? None false positive with 3 negative pcr test- doctor said it wouldn't make sense for the pcr not to have picked it up if she was truly positive. Troubleshooting steps: "time line on (B)(6), 2022 at 830am (bd test) positive. On (B)(6), 2022 at 930am (pcr) negative. On (B)(6), 2022 (pcr) negative. On (B)(6), 2022 (pcr) negative.